Event description:
Operating room manager at the clinic reported the following event to the regional sales manager: "during the procedure (revision to change polyethylene), the medical staff realized that the delivery did not fully conform to the initial request. Consequences for the patient: implantation of a "temporary" implant with the plan for a revision surgery.

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown scorpio femoral stem. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Currently implanted.